Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly calcified vessel. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.